Manufacturer narrative:
H6: cartridge seated ok in a tested channel. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: any other noticeable damage, no; batch number, k0120t; cartridge pan in place/condition, good; condition of drivers, good; lockout tabs on pan condition, and position/condition of wedge sleds, unfired. Analysis conclusion: based upon the inquiry info received, the visual examination, and functional testing, no conclusion could be reached as to why the cartridge reportedly "fell into the pt" during surgery. The cartridge was returned unfired and in good physical condition. The cartridge was loaded into an instrument and fit properly. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that after the surgeon opened and closed the device two or three times, the cartridge fell into the patient. The cartridge was removed from the patient. There was no patient consequence.